Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 3. Reference MFR report: 1627487-2016-00921. Reference MFR report: 1627487-2016-00923. It was reported the patient's entire scs system was removed due to ineffective stimulation.